Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection which was treated with antibiotic (type not reported). The patient was placed under general anaesthesia in order to change the abutment.